Event description:
During an attempted insertion of a powerport, the pt. Coded. A cardiac tamponade was discovered. Despite resuscitative efforts, the pt. Expired. The cause of the event is currently unknown. The pt's body was released to the medical examiner for autopsy and the results are pending.